Event description:
The customer stated an architect i2000sr analyzer generated error code 1007, unable to process test, when reaction vessels of lot 69436p100 were in use. This issue was resolved with the implementation lot 69684p100. There was no adverse impact to patient management reported.

Event description:
It was reported that on the second band adjustment, the surgeon inserted fluid into the port, but could not withdrawn the fluid. The patient was taken to x-ray and it was determined that the band tubing was disconnected from the port. A new port was placed to re-establish band effectiveness. There was no patient consequence.

Event description:
The field service engineer confirmed crystallized material was present on the architect wash zone ground strap. The ground strap was replaced without incident or injury.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4), suspect medical device, lot #:additional architect reaction vessel (rv) lot 69435p100, expiration: naupon further review, it was determined another suspect architect rv lot, 69435p100, was in use at the customer facility.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.